Event description:
Stapler misfired which caused the patient's esophagus to be stapled off. Instead of stapling the stomach off, it left part of it open. So, when the surgeon went to pull the two tissue pieces together, the "pieces" contained the esophagus. Three loads had been used before this one without incident.health professional's impression: patient had a fat gastric fat pad setting up for poor visualization to begin with and then the staple misfired, stapling off the esophagus.